Event description:
It was reported that the procedure was being performed in the emergency department and was being placed into the patient's subclavian. The physician attempted to place the spring wire guide through the needle and met resistance. At which time, they attempted to remove the wire. Upon extraction of the wire it began to unravel. As a result, a second kit was opened and used. See MDR# 1036844-2012-00269 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.